Manufacturer narrative:
Returned device was received in poor physical condition. The device had a cracked bottom case, and a cracked right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was duplicated by analysts. There were multiple components(interconnect board and speaker that were found cracked on the bottom case in addition to contamination. This damage was consistent with customer induced damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that there was no patient injury documented due to this event.

Event description:
Information was received that this smiths medical medfusion 3500 pumps does not recognize the syringe. No patient injury reported.